Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x2.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the device failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x2.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during procedure, the device failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.